Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462475m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year old female patient underwent a left pulmonary vein (lpv) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade which required pericardiocentesis. Cardiac tamponade occurred. Decreased blood pressure and pericardial effusion were confirmed. The timing when complaints occurred: when lpv ablation ended. About 2 hours since the procedure started. Drainage was performed and then blood pressure recovered. The physician commented that at the time of lspv roof-ablation, the contact force was high and it might have been broken through. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was procedure related. Intervention provided was drainage was performed. Outcome of the adverse event was fully recovered. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of a steam pop. The event occurred during the ablation phase. There were no error messages observed on biosense webster equipment during the procedure. Since the event was life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low.